Event description:
During troubleshooting for therapy assistance, it was found that the home patient (hp) had reused supplies to perform a manual drain. The registered nurse (rn) stated that the hp still had solution in the heater bag and the supply bag was empty. The caregiver (cg) stated that the hp felt that she had gained weight and wanted to do a manual drain on the hc. The cg stated that the hc said to connect and the hp reconnected. The hc then said priming. The technical services representative (tsr) assisted the cg in ending therapy. The tsr explained to the cg that they would need to start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.